Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that on (B)(6) 2017, the patient's right ventricular lead was capped and replaced due to the previously reported oversensing. The patient was stable before, during and after the procedure.

Event description:
It was reported the asymptomatic dependent patient¿s right ventricular lead is oversensing and causing pacing inhibition. The lead¿s measurements are all stable and are all within their relevant ranges. The patient is in stable condition.